Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced feeling dizzy, weak, had difficulty concentrating, and needed to hold onto furniture for stability. The cgm reading was 6.2 mmol/l at that time. The incident occurred while the patient was in a shop. A doctor was present at the shop who recognized that the patient was experiencing a hypoglycemic episode and provided him with approximately 250 ml of a ¿glucoset¿ drink. After treatment the patient started to feel better. No further medication was reported to be needed, and the patient did not go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.